Manufacturer narrative:
The reported event of ¿failure to capture¿ could not be confirmed. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution. As received, the device was at vvi mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, capture test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The reported event of ¿failure to capture¿ could not be confirmed. As received, the device was at vvi mode above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, capture test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the pacemaker exhibited loss of capture. The device was explanted and replaced. The patient was in stable condition.